Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be submitted. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2018-00008).

Event description:
It was reported that after placing the screws and locking caps, doctor proceeded to apply torque. When applying torque, the 6.5mm x 45mm polyaxial screw long arm showed a mismatch between the edge of the screw and the position of the cap. The whole system was removed, screws were replaced and torque was applied manually to surgeon preference. There was a 30 minute delay to the procedure as a result. No patient injury was reported.

Manufacturer narrative:
H3 product evaluation - the root cause of the missing full thread on the slpl tulips has been attributed to the tooling off-set was not properly touched off after a tooling change for the 45 degree ID tool. The lack of zeroing the tool properly resulted in the visible reduction of the thread width and the loss of the square shape of the full thread. Corrective actions were initiated. A health hazard evaluation was performed to assess the risk of the identified non-conformance. It was determined that there was a none/negligible health risk to the patient. Review of manufacturing history record found (B)(4) pieces of lot 10913ps were released for distribution on 1/9/2017 with no deviations or anomalies. Two-year complaint history review did not identify a trend for reports of this nature. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2018-00006-1 / 00008-1).

Event description:
It was reported that after placing the screws and locking caps, doctor proceeded to apply torque. When applying torque, the 6.5mm x 45mm polyaxial screw long arm showed a mismatch between the edge of the screw and the position of the cap. The whole system was removed, screws were replaced and torque was applied manually to surgeon preference. There was a 30 minute delay to the procedure as a result. No patient injury was reported.